Event description:
The hcp driver went to the patient's home around 7:40 a.m. To switch out the pc 20 because the patient said it was failing. The driver switched out the pc 20 but did not perform an evaluation. The driver then left. Later that day, the patient went to the hospital.